Manufacturer narrative:
Follow-up #1: date of submission 09/10/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 08/17/2015 with the following findings. On investigation, the alleged damaged display issue was not verified. Crack was not observed on the display. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the verify screen was dim with a pinkish contrast.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked and no additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.